Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 1/28/2026. On 02/02/2026, it was reported that the patient experienced feeling unwell, was hallucinating, confused, disorientated, and forgetful, and had increased thirst, and increased urination. The patient was assisted with taking a fingerstick by a family member, and the cgm was reading 4.6 mmol/l, and the blood glucose reading was 33.2 mmol/l. The patient tried to calibrate, but the cgm readings would fluctuate and change from 4.4 to 12.3 mmol/l, and then back to a lower reading. The patient was treated with insulin, and also drank juice and electrolyte drinks, as they had increased thirst. During the treatment the patient received ¿some assistance from their wife¿. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. After trying to calibrate, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.